Event description:
It was reported that the buttons on the insulin pump are unresponsive. Troubleshooting occurred. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. The operating currents could not be tested due to corroded keypad traces. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, cracked reservoir tube lip and a stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.